Event description:
Patient called to report an adverse event involving metal oxygen containers. Patient stated she has been on oxygen for the last five years, using metal oxygen containers with liquid oxygen. Patient stated the metal oxygen containers caused her to get infections and to have brittle bones. She said she is now in hospice. Patient stated she switched to a portable battery operated oxygen container, and has not had any infections or problems. Patient believes the cause of the infections was due to the nickel plated release valve on the metal oxygen containers. Patient said since she has an allergy to nickel, the metal oxygen containers were causing her consistent infections. Patient would like to warn people about this.